Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the device was not meshing properly. The event timing was when the device was used on previously recovered cadaver skin. Therefore; there is no patient involvement and therefore no harm or delay in any surgical procedure. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
Following sections were updated or corrected : b4, b5, d4, d9, g6, g3, h1, h2, h3, h4, h6, h10 review of the most recent repair record determined the device had a damaged ratchet gear, damaged sliding pin, and comb. The unit was unable to produce a test cut due to the failed gear. The gear, roller, and comb were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.